Event description:
Boston scientific received information that during an implant procedure, this lead had perforated in the heart wall. The physician performed pericardial centesis. This lead was removed and was never in service. The patient was stable and no adverse patient effects were reported.

Event description:
No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial investigation showed that ez connector tool returned on the lead, seated properly with the fixation knob engaged. The helix was retracted. The tip portion of the lead, including the helix, appears intact and undamaged. The allegation against the lead could not be confirmed by analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.